Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stage 2 uterovaginal pelvic organ prolapse, stress urinary incontinence, and umbilical hernia and mesh was implanted along with the concurrent procedures of abdominosacrohysteropexy, burch urethropexy, paravaginal repair, cystoscopy, elliptical skin incision, and hernia repair. It was reported that following insertion of the mesh the patient experienced pain, erosion, extrusion, urinary/bowel problems, organ perforation, recurrence, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011, and surgery on (B)(6) 2012 for excision of thin vaginal apex, enterocele repair and cystourethroscopy due to ruptured vaginal apex, enterocele, thin vaginal apex. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent robotic adhesiolysis of rectosigmoid colon, oversewing of small bowel adventitia abrasion, takedown of hysteropexy, left salpingo-oophorectomy, robotic hysterectomy, left ureterolysis and small bowel adhesiolysis on (B)(6) 2011 due to history of previous hysteropexy, menometrorrhagia, history of recurrent small-bowel obstruction, pelvic adhesions and upper abdominal adhesions.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent a laparoscopic cholecystectomy on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/28/2016, it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent excision of vaginal apex due to recurrent enterocele and thin vaginal apex on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.